Manufacturer narrative:
Device evaluations of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate monitor) was confirmed. As received, the rear response buttons were contaminated. The cause of the inability to activate the monitor is the contaminated response buttons. The root cause of the contamination is liquid ingress of an unknown contaminant. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/08/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 9/13/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor had non-functional response buttons.